Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2001. The patient experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent sling urethropexy, urethral lysis, suprapubic tube on (B)(6) 2012 due to stress urinary incontinence. It was reported that the patient underwent sling removal and urethral scarring on (B)(6) 2012 due to exposed and infected mesh. (B)(4).

Manufacturer narrative:
(B)(4).